Manufacturer narrative:
The nurse reported that the central nurse's station (cns) froze up, and the touchscreen and mouse were non-responsive. Waveforms were still displayed, as well as the alarms, however the nurse was unable to silence them. The issue was resolved by rebooting the central nurse's station (cns). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) froze up, and the touchscreen and mouse were non-responsive. Waveforms were still displayed, as well as the alarms, however the nurse was unable to silence them.